Event description:
It was reported that the customer was unable to charge the pump with the tandem-provided charging pad. A replacement charging pad was sent to the customer to resolve the issue. There was no adverse impact to the customer's blood glucose level.